Event description:
Consumer called to report her meter reading above 500 and when she corrected for that with her pump, her sugars crashed and she ended up in the ER. Testing at the hosp was below 40.